Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with a failure code 810:03 was confirmed but not reproduced during product evaluation. The assignable cause was determined to be an air in line (ail) board failure. The ail printed circuit board was replaced in channel b in order to fix the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative reported a colleague infusion pump which experienced an 810:03 failure code. During review of the pump's event history by baxter service personnel, this failure code was found to have interrupted delivery. There was no report of patient involvement, and therefore no report of patient injury or medical intervention. This device is an unremediated colleague infusion pump with a user interface module software version of 5.04.00. No additional information is available at this time.